Event description:
It was reported that the circuit breaker was tripped on the auxilliary outlet causing a loss of power to the outlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.